Manufacturer narrative:
It was reported that thesolero generator ((B)(4)) was returned for evaluation. Performed functional test per manufacturing procedure, unit passed with no issues noted. Unable to replicate error 209, with attempts of removing and reseating the bird sensor, cycling power and adjusting the nest cable. Error 209 likely not due to the generator but due to the applicator. Performed electrical safety per procedure and unit passed. Unit meets all acceptance criteria. The reported complaint description was not confirmed. The unit was tested and functioned as intended. The root cause for the error 209 was not able to be determined as the unit functioned as intended. Hardware review: a review of the device history records was performed for the serial number (B)(4). The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. Disposable device review: the customer did not report a lot number of the solero porbe that was used in this event. In lieu of a reported lot number, a ship history report (shr) was generated for all solero probes in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. The three lots obtained through the shr were (5490244, 5503923 & 5499515). The device history records for the lots obtained through the ship history report were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. Labeleing review: the user manual, which is supplied to the user with this unit contains the following statements: 6.3 errors: errors are non-recoverable system failures which require the end user to reboot the system. System errors may be the result of a failure that the end user in general has no ability to correct. System errors will be reported with unique error numbers which must be provided to angiodynamics to facilitate troubleshooting. In the event of a system error please make note of the events leading up to the error, record the error number, and follow the on-screen instructions. If such an error occurs, the solero unit will turn off and disable the microwave source, so there is no risk of immediate harm to the end user or the patient. Coolant temperature >52°c (system error 209): the system will display an error when the applicator temperature sensor detects the coolant to be hotter than 52 °c as shown. If an ablation is in progress when this occurs, the system will abort and enter the system error state. This may occur if the temperature at the applicator tip spikes, or if the coolant flow is restricted or stopped. If the pump is stopped due to an error or if the pump housing cover is opened during an ablation, the hot tissue surrounding the tip will cause a sudden spike in temperature because there is no coolant flow. In this case, replace the coolant, and wait two minutes to allow the tissue to cool and then restart the system. If the error immediately recurs, it may be necessary to reposition the tip into cooler tissue or replace the applicator completely. If the error occurs but the pump continues to run, the coolant should be replaced even though the pump is running and allowed to circulate for two minutes to reduce the temperature, after which the system should be restarted. In either case, an ablation may not be resumed until the system has been rebooted and the temperature of the coolant in the tip is below 38°c." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
It was reported that the solero generator (sn (B)(4)) involved in the incident is available to be returned to the manufacturer for evaluation. To date, the generator has yet to be returned. The results of the unit evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported: solero displayed error code 209 when the probe was attached to the solero. They powered the unit down probably 5 or 6 times, waited several minutes each time and powered it back on with the same error immediately displaying. The procedure was not completed. As the patient had been unnecessarily sedated (treatment not provided), this event meets the criteria of reportable event due to patient safety risk. It was reported that the patient suffered no adverse effects due to the event. As a precaution, the customer has requested the facility's unit be evaluated by the manufacturer. The unit has yet to be returned to the manufacturer for evaluation.